Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation on (B)(6) 2023, our european shared service center (essc) received a complaint from a representative of johannes wesling klinikum min. (Germany). Difficulty was encountered when pushing the catheters through the supplied flexor guiding sheath (kcfw-10.0-38-40-rb) from the rosch-uchida transjugular liver access set (rpn: rups-100, lot: 14941176). During the insertion of a 6f viatorr stent, the physician felt resistance. The device was pulled back and a section of coil came out of the sheath through the check-flo valve. Another rups set was used to finish the procedure without any problems. The patient did not experience any adverse effects. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The supplied kcfw-10.0-38-40-rb, flexor guiding sheath from the rups-100, rosch-uchida transjugular liver access set, having a product label lot consisting of 14941176 was returned in an opened, used, and damaged condition. The initial investigation confirmed the inner coil to the sheath was exiting and in an elongated state from the check-flo valve. During table-top testing, the check-flo body was disassembled from the sheath, discovering a separated, bunched section of the inner liner was within the check-flo body. Additionally, further delamination of the inner liner and coil unraveling was present in the lumen of the sheath, located at the proximal end. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also completed a review of the DHR. The DHR for lot 14941176 confirmed there were no recorded nonconformances. Since this set is supplied with component devices, the suspect device lots were reviewed. The kcfw-10.0-38-40-rb, flexor guiding sheath lots (ic14834937 / ic14828693) were reviewed and discovered one nonconformance recorded for "sheath will not wire with dilator" having a quantity of 2, was determined to be relevant to the reported difficulty. The nonconformances were scrapped prior to further processing of the order. To date, a further search of our database records revealed no other complaints associated with the reported lot. Review of the returned device suggests the device was manufactured out of specification. However, review of the dmr and DHR suggests there is no evidence of additional nonconforming product in house or in the field. Cook also reviewed product labeling. The product IFU, [t_rups-rev4] ¿rosch-uchida transjugular liver access set¿ states: precautions: "before introduction and periodically during the procedure, the transjugular introducer sheath should be flushed with saline." Based on the information provided, inspection of the returned device, and the results of the investigation, cook medical has concluded that a manufacturing deficiency contributed to this incident. Based on evidence displayed during the disassembling of the device, cook medical concluded the sheath was manufactured out of specification. However, there is no evidence that additional product was affected or that non-conforming product from this lot exists in house or in the field. The responsible department was notified of this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the sheath in a rosch-uchida transjugular liver access set delaminated. During the procedure it was difficult, but possible, to advance the 10 french catheter through the sheath. Then the physician attempted to advance a competitor's stent through the sheath and resistance was experienced. When the physician removed the stent, it was discovered that a wire was coming out of the sheath. The procedure was then completed with an additional, like-device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Customer (person): phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.